Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmissions revealed non-sustained right ventricular over-sensing episodes due to loss of capture in the right ventricular lead. Patient was brought in for assessment, and programming changes were made. There were no consequences to the patient.